Manufacturer narrative:
A3059 mayfield composite series skull clamp was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during use of the mayfield skull clamp (a3059) for a posterior cervical procedure, the patient was positioned prone and patient's head slipped which caused laceration on patient's head at the temporal parietal area measuring approximately 9cm. The surgeon sutured the wound and placed a dressing on it. There was a 15 to 20 minute delay as they had to re-drape the patient after they attended to the wound. There was no further adverse consequences as a result of the delay. Patient was reported to be in stable condition at the end of the procedure and was subsequently transferred to the unit.